Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a cholesteatoma and an ear infection (non-device related). Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report.